Event description:
It was reported that, during a tka surgery, the handpiece became 'not connected' without any disconnections from the navio console. After dismissing the error message and no subsequent disconnection and reconnection of the handpiece proceeded to the rest of the distal femoral cut. Then, after the cuts were all performed and time to 'finish', button to proceed was pressed, however the regular checkpoint verification screen did not come up. Gap balancing measurements were attempted, however the gap numbers were erroneous. Surgeon ignored balance gap numbers and proceeded to cement prosthesis. Surgery was not delayed. The patient outcome is unknown.

Manufacturer narrative:
H10: the device was used in treatment and case log files and screenshots were returned for evaluation. Device history record review found that the software version has been validated. A complaint history review found similar reports, this issue will continue to be monitored. Review of the log files and case screenshots confirmed a handpiece error message. The error suggests that there was an issue with the handpiece cable. However, we cannot confirm if it was an issue with the internal cabling or a pin/socket interface because the handpiece was not returned. The reported issue of ¿checkpoint verification skipped¿ is a feature update as of navio 7.0. The checkpoint verification state after the bone removal state was removed in navio 7. There is a button in the bone cutting screen that the user can select to verify checkpoints at any time if necessary. This is intended behavior. No containment or corrective actions are recommended at this time.